Event description:
On (B)(6) 2010, mother reported hyperglycemia due to leaky luer on infusion set. Blood glucose was "over 400" mg/dl. Patient does not have a target blood glucose range. Hyperglycemia was corrected by an insulin injection. Mother reports patient is a "critical brittle diabetic." Patient felt wetness where insulin was leaking. Leak originated at luer lock connection and infusion set luer lock was not broken or cracked. Infusion device is worn in a plastic case. No alerts or errors were received on infusion device. Infusion set and insulin cartridge were being used within specifications. It is unknown when adapter was last changed. There was no blood in infusion tubing. Insulin cartridge was not reused. Infusion set was not disconnected or dislodged. Infusion device time and basal rates were programmed correctly. Insulin was not expired. Infusion device was not dropped or exposed to water. A small amount of insulin leaked on outside of infusion device and this area was wiped dry. Mother reported 3 infusion sets from box have had leaky luers. Infusion sets were replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.